Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic ulcer. It was reported that the day after the index procedure, the patient had a stroke. The physician stated that the patient¿s CT was showing a cerebellum event but was uncertain. At this point it would be very difficult to determine the cause of the problem. The patient had been clamped and cross-clamped during the carotid bypasses and the degenerated ulcer produced "trash" in the aorta. The physician felt comfortable calling it an embolic event but there was no way to determine what caused it. The physician also stated that, other than the stroke, was satisfied with the procedure as a whole. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).